Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to an infection. A new system was implanted. There was no additional adverse patient effects were reported. This lead was explanted.

Manufacturer narrative:
This supplemental report was created to update b5 and h10: patient code for methicillin-resistant staphylococcus aureus (mrsa) infection. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to an infection. A new system was implanted. There was no additional adverse patient effects were reported. This lead was explanted. Additional information indicated that the patient had methicillin-resistant staphylococcus aureus (mrsa) infection.